Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for a routine check. It was noted that the atrial lead exhibited several noise episodes and atrial lead impedance though in range was low. The plan by the cardiologist was to monitor the patient until a future appointment. The patient experienced no adverse consequences.